Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient ID, age or dob, sex, weight, ethnicity, race: patient information has not been provided by the user.

Event description:
On the (B)(6) 2022, the us customer reported uneven and variable staining. This issue occurred on multiple runs, the customer can complete testing on another autostainer. Fse inspected the instrument and found that the syringe and stopcock were leaking causing the staining issue. The fse replaced both parts and verified repair with aspiration and dispense tests. The instrument was repaired. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.